Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that post-implant the pt was started on persantine with an inr goal of 2.5-3.0 due to an elevated lactase dehydrogenase (ldh) of >500u/l and pump power spikes. After discharge, the patient's inr was sub-therapeutic for two weeks in (B)(6) and she was bridged with lovenox. On (B)(6) 2014, the pt reported low flow alarms; her anticoagulant dosage was increased and asa was added. The pt was later admitted on (B)(6) 2014 with an elevated ldh of >1000u/l and dark urine. She was reportedly supra-therapeutic on admission. The patient's anticoagulation regimen was changed to plavix with continued asa. She was then bridged with heparin and changed to argatroban. Her urine cleared, but her ldh and plasma free hemoglobin (228mg/dl) continued to be elevated. On (B)(6) 2014 the pt's pump was exchanged.

Manufacturer narrative:
The evaluation of the lvad confirmed the presence of thrombus within the device. The evaluation revealed deposition in the outlet stator, inlet stator and proximal portion of the rotor. The distal side of the inlet stator revealed a white, tissue-like deposition, and the proximal side of the rotor revealed a white/red, deposition. These depositions appeared to have been part of the same thrombus. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was supporting the patient; however, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a white, soft deposition. The deposition was loosely seated and it is possible that this deposition originated from the inlet stator deposition and tore off. In addition, there was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. Although a cause for the formation of these depositions could not conclusively be determined through this evaluation, their presence could have contributed to the patient¿s elevated lactate dehydrogenase, hemolysis pump power elevations and low flow alarms. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.